Event description:
User alleges that the nurse had just finished administering second unit of packed red blood cells when blood leaked from the "#2" site on the tubing of the level 1 fluid warmer set up. No blood exposure to staff/employee. Level 1 unit and tubing pulled from service. Internal bio-med staff examined level 1 unit and found no problems with it and it was returned to service. Tubing retained as thought to be source for blood leakage. The manufacturer was not notified of occurrence. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).